Manufacturer narrative:
The reported event of regurgitation could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal cooptation and hemodynamic performance, including regurgitation fraction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 29mm epic stented porcine heart valve was implanted. During follow-up post implant procedure a echo was performed and moderate regurgitation was noted. On (B)(6) 2019, the valve was explanted and exchanged with a 27mm ce perimount valve. No patient consequences were reported.